Event description:
Reportedly, the surgeon turned the wing nut, and the green mark was shown, but could not unlock the safety, then removed it from the rectum without firing. Cut the rectum and placed another instrument there, and connected it with the same anvil. The firing was completed properly. Procedure: lar double staple.